Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm while doing bolus on the insulin pump. The customer's blood glucose level was 240 mg/dl. The troubleshooting was performed. It was explained to the customer that the false motor alarm may be caused by viewing sensor glucose graph while the insulin pump is delivering bolus. The customer was advised to discontinue and return the insulin pump. The patient was advised that insulin pump will be replaced. No further assistance was needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.